Event description:
Multiple discordant advia centaur ft4 and tsh results were on nineteen (19) pt samples. The customer received a call from a physician stating that the results he received did not fit the pt's clinical picture. Upon reviewing other results for pt samples run at the same time, the customer repeated all of the ft4 and tsh samples. All corrected reports were reported out. There are no reports of pt intervention or adverse health consequences due to the discordant ft4 and tsh results.

Manufacturer narrative:
A siemens field svc engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant ft4 and tsh results was unk. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field svc engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant ft4 and tsh results was unk. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field svc engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant ft4 and tsh results was unk. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field svc engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant ft4 and tsh results was unk. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field svc engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant ft4 and tsh results was unk. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field svc engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant ft4 and tsh results was unk. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field svc engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant ft4 and tsh results was unk. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field svc engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant ft4 and tsh results was unk. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field svc engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant ft4 and tsh results was unk. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field svc engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant ft4 and tsh results was unk. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field svc engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant ft4 and tsh results was unk. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field svc engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant ft4 and tsh results was unk. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field svc engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant ft4 and tsh results was unk. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field svc engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant ft4 and tsh results was unk. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field svc engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant ft4 and tsh results was unk. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field svc engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant ft4 and tsh results was unk. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field svc engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant ft4 and tsh results was unk. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field svc engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant ft4 and tsh results was unk. The instrument is performing within specifications. No further eval of the device is required.

Event description:
Multiple discordant advia centaur ft4 and tsh results were on nineteen (19) pt samples. The customer received a call from a physician stating that the results he received did not fit the pt's clinical picture. Upon reviewing other results for pt samples run at the same time, the customer repeated all of the ft4 and tsh samples. All corrected reports were reported out. There are no reports of pt intervention or adverse health consequences due to the discordant ft4 and tsh results.

Event description:
Multiple discordant advia centaur ft4 and tsh results were on nineteen (19) pt samples. The customer received a call from a physician stating that the results he received did not fit the pt's clinical picture. Upon reviewing other results for pt samples run at the same time, the customer repeated all of the ft4 and tsh samples. All corrected reports were reported out. There are no reports of pt intervention or adverse health consequences due to the discordant ft4 and tsh results.

Event description:
Multiple discordant advia centaur ft4 and tsh results were on nineteen (19) pt samples. The customer received a call from a physician stating that the results he received did not fit the pt's clinical picture. Upon reviewing other results for pt samples run at the same time, the customer repeated all of the ft4 and tsh samples. All corrected reports were reported out. There are no reports of pt intervention or adverse health consequences due to the discordant ft4 and tsh results.

Event description:
Multiple discordant advia centaur ft4 and tsh results were on nineteen (19) pt samples. The customer received a call from a physician stating that the results he received did not fit the pt's clinical picture. Upon reviewing other results for pt samples run at the same time, the customer repeated all of the ft4 and tsh samples. All corrected reports were reported out. There are no reports of pt intervention or adverse health consequences due to the discordant ft4 and tsh results.

Event description:
Multiple discordant advia centaur ft4 and tsh results were on nineteen (19) pt samples. The customer received a call from a physician stating that the results he received did not fit the pt's clinical picture. Upon reviewing other results for pt samples run at the same time, the customer repeated all of the ft4 and tsh samples. All corrected reports were reported out. There are no reports of pt intervention or adverse health consequences due to the discordant ft4 and tsh results.

Event description:
Multiple discordant advia centaur ft4 and tsh results were on nineteen (19) pt samples. The customer received a call from a physician stating that the results he received did not fit the pt's clinical picture. Upon reviewing other results for pt samples run at the same time, the customer repeated all of the ft4 and tsh samples. All corrected reports were reported out. There are no reports of pt intervention or adverse health consequences due to the discordant ft4 and tsh results.

Event description:
Multiple discordant advia centaur ft4 and tsh results were on nineteen (19) pt samples. The customer received a call from a physician stating that the results he received did not fit the pt's clinical picture. Upon reviewing other results for pt samples run at the same time, the customer repeated all of the ft4 and tsh samples. All corrected reports were reported out. There are no reports of pt intervention or adverse health consequences due to the discordant ft4 and tsh results.

Event description:
Multiple discordant advia centaur ft4 and tsh results were on nineteen (19) pt samples. The customer received a call from a physician stating that the results he received did not fit the pt's clinical picture. Upon reviewing other results for pt samples run at the same time, the customer repeated all of the ft4 and tsh samples. All corrected reports were reported out. There are no reports of pt intervention or adverse health consequences due to the discordant ft4 and tsh results.

Event description:
Multiple discordant advia centaur ft4 and tsh results were on nineteen (19) pt samples. The customer received a call from a physician stating that the results he received did not fit the pt's clinical picture. Upon reviewing other results for pt samples run at the same time, the customer repeated all of the ft4 and tsh samples. All corrected reports were reported out. There are no reports of pt intervention or adverse health consequences due to the discordant ft4 and tsh results.

Event description:
Multiple discordant advia centaur ft4 and tsh results were on nineteen (19) pt samples. The customer received a call from a physician stating that the results he received did not fit the pt's clinical picture. Upon reviewing other results for pt samples run at the same time, the customer repeated all of the ft4 and tsh samples. All corrected reports were reported out. There are no reports of pt intervention or adverse health consequences due to the discordant ft4 and tsh results.

Event description:
Multiple discordant advia centaur ft4 and tsh results were on nineteen (19) pt samples. The customer received a call from a physician stating that the results he received did not fit the pt's clinical picture. Upon reviewing other results for pt samples run at the same time, the customer repeated all of the ft4 and tsh samples. All corrected reports were reported out. There are no reports of pt intervention or adverse health consequences due to the discordant ft4 and tsh results.

Event description:
Multiple discordant advia centaur ft4 and tsh results were on nineteen (19) pt samples. The customer received a call from a physician stating that the results he received did not fit the pt's clinical picture. Upon reviewing other results for pt samples run at the same time, the customer repeated all of the ft4 and tsh samples. All corrected reports were reported out. There are no reports of pt intervention or adverse health consequences due to the discordant ft4 and tsh results.

Event description:
Multiple discordant advia centaur ft4 and tsh results were on nineteen (19) pt samples. The customer received a call from a physician stating that the results he received did not fit the pt's clinical picture. Upon reviewing other results for pt samples run at the same time, the customer repeated all of the ft4 and tsh samples. All corrected reports were reported out. There are no reports of pt intervention or adverse health consequences due to the discordant ft4 and tsh results.

Event description:
Multiple discordant advia centaur ft4 and tsh results were on nineteen (19) pt samples. The customer received a call from a physician stating that the results he received did not fit the pt's clinical picture. Upon reviewing other results for pt samples run at the same time, the customer repeated all of the ft4 and tsh samples. All corrected reports were reported out. There are no reports of pt intervention or adverse health consequences due to the discordant ft4 and tsh results.

Event description:
Multiple discordant advia centaur ft4 and tsh results were on nineteen (19) pt samples. The customer received a call from a physician stating that the results he received did not fit the pt's clinical picture. Upon reviewing other results for pt samples run at the same time, the customer repeated all of the ft4 and tsh samples. All corrected reports were reported out. There are no reports of pt intervention or adverse health consequences due to the discordant ft4 and tsh results.

Event description:
Multiple discordant advia centaur ft4 and tsh results were on nineteen (19) pt samples. The customer received a call from a physician stating that the results he received did not fit the pt's clinical picture. Upon reviewing other results for pt samples run at the same time, the customer repeated all of the ft4 and tsh samples. All corrected reports were reported out. There are no reports of pt intervention or adverse health consequences due to the discordant ft4 and tsh results.

Event description:
Multiple discordant advia centaur ft4 and tsh results were on nineteen (19) pt samples. The customer received a call from a physician stating that the results he received did not fit the pt's clinical picture. Upon reviewing other results for pt samples run at the same time, the customer repeated all of the ft4 and tsh samples. All corrected reports were reported out. There are no reports of pt intervention or adverse health consequences due to the discordant ft4 and tsh results.

Event description:
Multiple discordant advia centaur ft4 and tsh results were on nineteen (19) pt samples. The customer received a call from a physician stating that the results he received did not fit the pt's clinical picture. Upon reviewing other results for pt samples run at the same time, the customer repeated all of the ft4 and tsh samples. All corrected reports were reported out. There are no reports of pt intervention or adverse health consequences due to the discordant ft4 and tsh results.

Manufacturer narrative:
A siemens field svc engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant ft4 and tsh results was unk. The instrument is performing within specifications. No further eval of the device is required.